Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 18sep2025, 25sep2025, and 02oct2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stand was missing screws that held the device to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the stand was missing screws that connected the device to the stand. The customer also reported that the device a missing the thumbwheels, and the inserts in the base assembly were stripped. The remote service engineer (rse) provided the customer with the part numbers for the following parts, base assembly, central processing unit (cpu) tray cover, thumbwheel adapter plate. Device evaluation and repair are pending, and this investigation is ongoing.